Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently, rejoined sensor session, and resumed insulin delivery, and no additional actions were required.